Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the display screen had become discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/09/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/20/2013 with the following findings: the pump was booted to the verify screen with dim pink contrast. The pump cover was removed and replaced with a new test screen with normal contrast observed.